Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, abscess/ granuloma/ growth (injection site abscess) was deemed to meet serious injury criteria of resulted in permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a (B)(6) nurse and concerns a (B)(6) female patient. She was injected with belotero® intense, by a different injector, on (B)(6) 2021. In 2021, after the belotero® intense injection, the patient experienced a rash on the right side of her marionette lines, which they suspect was caused by belotero® intense. On (B)(6) 2021, the patient visited the reporter. The reporter proceeded to use a non-company filler and the patient initially developed swelling and a mass, which was a suspected to be a slow developing granuloma, an ulcer or an abscess. As reported, it appeared to be an abscess on investigation. They treated the patient by draining the mass and initiating a 2-3-month course of antibiotics. The reporter spoke to aesthetic complications expert management group and received some support on how to manage the complication. As reported, the patient had further treatments with other providers but did not want to disclose the information to the reporter. As reported, the patient refused to have the covid19 vaccine and suspects that she possibly had covid during the time, which possibly complicated the symptoms. The reporter suspects that the mass (the slow developing granuloma or abscess) initially arose from the prior treatment with belotero® intense. The reporter was told by the patient that the previous injector used belotero® intense although it was not completely certain, because it did not dissolve with hylase. The reporter tried to get in contact with the injector for some time, but the injector refused to disclose the information. The outcome of the events was unknown. Follow-up information was received on 15-oct-2021: this case was upgraded to serious. The event term abscess was amended to abscess/ granuloma/ growth, and the coding remained unchanged. The event rash was deleted. The suspect product was recoded from belotero intense to belotero balance. The patients date of year was ambiguously reported as 2021. It was confirmed that she was injected with a total of 1 ml of belotero balance (or possibly belotero intense), into the right side of the marionette lines (reported as mariette lines and marinette), on 12-mar-2021. The reporter was not able to say which dermal filler was injected. A needle was used for the injection. The patient had no allergies. She did not disclose any medical information from 2019. In 2021, after the belotero balance injection, the patient experienced a small pink patch, also described as a small red patch. The patient said that it was a mask rash. The red rash developed into a lump, slowly growing over a period of time. It was further described as the mark developed into a granuloma. The patient was unaware of the issue, until she had a polydioxanone (reported as pdo) thread lift with the reporter. After that, the lump started growing and getting bigger. As reported, the infected areas were the exact portion where the dermal filler were injected. As treatment, the reporter provided systemic antibiotics. Various antibiotics were given to try and solve it. It was ambiguously reported that the patient was taking antibiotics from an accident, emergency and from the reporter. The reporter was suspicious about a dermal filler infection but had to rule out dental issues. The patient called into a dentists office to rule out a dental infection, and the dentist x-rayed it. According to the dentist, it was not infected. The dentist prodded the lump and it drained fluid. It never seemed to heal, and the fluid kept filling up. The reporter provided the patient with clinisept (reported as clincept), and suspected poor hygiene and poor consumption of antibiotics. The reporter was not sure, but the patients lips and cheeks looked fuller. It was looking like the patient had other treatments after the reporters. At the time of this report, she still presented with the growth (considered as permanent). The patient was not hospitalized. Due to the provided information, the outcome of the event was considered as not resolved,and was therefore changed from unknown. In the opinion of the reporter, the event was of severe intensity, not life-threatening and related to belotero balance. It was unknown if the event was permanent, as it was possibly going to scar the face.

Event description:
Case closure dated on 06-dec-2021: no further information could be obtained, and the case was closed. If any significant new information is received, the case will be reopened. Follow-up information was received on 30-oct-2023: the patient had her second polydioxanone (reported as pdo) thread lift, in (B)(6) 2021. At the time of the treatment, she had faint pink patch on right marionette. The patient only had treatment in the exact location 6 week prior back in (B)(6) 2021, and the patient still did not provided medical bites to date (as reported). The patient also had polydioxanone(reported as pdo) thread lift and had 2 sessions of hyalase in (B)(6) 2021. As two lumps developed, they were dissolving with several sessions of antibiotics, antihistamines, steroids, steroids that she had withhold dermal fillers and hylase. A surgeon removed the 2 to 3 lumps in (B)(6) 2021. The patient was advised not to take any antibiotics for 6 weeks or more. The ulcer/granula tissues got worse and over growth developed and surgical removal of these masses. The patient had surgery and needed ongoing treatment but she disengaged communication with the reporter. It was believed that the nurse was her friend who was not able to prescribe hylase and antibiotics, et cetera( etc). The reporter was left to help the patient with this. At the time of this report, 2 years later, she had this pink patch that came and went. Six weeks prior to the treatment, the reporter preformed in the exact same area. This ulcer slowly started to grow and granuloma appeared. The reporter did not preform the dermal fillers, just dissolved them without the dermal filler consent forms and batch number and did the rest without full information, as nurse or patient did not wanted to give it. The outcome of the event remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, abscess/ granuloma/ growth (injection site abscess) was deemed to meet serious injury criteria since permanent impairment of a body function or permanent damage to a body structure and could not be excluded with certainty and due to surgical intervention. The device history record could not be reviewed as the lot number was not reported.